Manufacturer narrative:
Blocks b1/b5/h1: based on the returned product evaluation, this is no longer reportable for a product problem. There is no potential for harm since no peeling or missing material was observed. Blocks d9 & g3: omniwire was returned for evaluation. Block h3: visual inspection found no missing material observed. However, presence of dried blood was noted on the returned device. Block h6: based on the device evaluation, there was no device problem found or no problem detected. The investigation conclusions code listed in the initial MDR remain acceptable (FDA code #67 - no problem detected). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
This product problem is no longer reportable because there was no peeling or missing material observed during the returned product evaluation.

Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure. Upon removal from the patient, it was observed that the coating was peeled off. A new omniwire was used to complete the procedure, with no patient injury reported. This product problem is being submitted in an abundance of caution due to the peeling (possibly missing) of the coating material. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks b6: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is japan. Blocks h3 & h6: the omniwire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.